Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the console was having frequent issues with patient interface connecting via bluetooth. There was no patient impact.

Manufacturer narrative:
H3: product analysis could not verify not working properly. Unit presented with sw:(v1.6.4) and a defective ssd card(v1.1.1) due to a software update failure. Also found after opening that multiple screws were swapped between the emi shield and fan shroud. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g02030 are no longer applicable. Codes applicable are fdm b01, fdr c10, c0701, fdc d1102, img g02008, g0405213. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis found verified not working properly. Could not verify a bluetooth failure. Unit presented with sw:(v1.6.4), aged batteries, and an impedance failure due to a defective afe pcba with loose channel 1 pins. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Codes applicable are fdm b01, fdr c070603, c0601, fdc d1102, d02, img g02002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, when you plug in the cable another loud alarm sound sometimes happens. They have not had to get different nim.